Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. The device involved in this event is not approved in the us; the device's brand name and model number are provided below. This report is being filed against a similar device, which is provided in section. Brand name: pipeline flex with shield technology model number: ped2-450-16. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline flex would not open at all during procedure. It was stated that they tried to give the device a "massage" and resheathed the device four times, but nothing happened. As a result the device was replaced. Post procedure angiographic results showed as ok. All other information was unknown. There were no related patient symptoms.